Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose due to not receiving insulin for two hours due to the cartridge emptying. The customer stated was asleep and did not notice the low insulin alerts. The customer's blood glucose was 298 mg/dl. It was indicated that the customer was out of insulin and would get more immediately. It was also reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. During a call back to tandem technical support, the customer added more insulin and was able to complete the load process.